Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a probe presented with no actuation during a surgery. The probe was exchanged to complete the case. There was no patient harm

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, device manufacture date, evaluation codes, and additional MFR narrative. One probe sample was returned for evaluation for the report of the probe not actuating. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria in october and november 2015. A complaint history examination indicates there were no other complaints for the reported issue. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 15 to 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and the cutting edge of the inner cutter. The complaint evaluation does not confirm the probe had an actuation problem. The evaluation does indicate the cut performance was nonconforming. The root cause for the probe not cutting cannot be determined from this evaluation. The mostly likely cause for the poor cutting is from a worn inner cutting edge from damage or an incorrect cutter bend angle. (B)(4).